Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation, if further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The pt reported, that she is experiencing loss of therapeutic effect and intermittent stimulation. She also states, that for approximately one month, she has felt a shocking sensation and had numbness in her left arm. Further information is being requested from the hcp.